Event description:
(B)(6) admitted for lap. Sleeve gastrectomy. During procedure, md attempted to close stomach. During closure, md created a 1st line of staples w/black load then began using green load. Cartridge replaced due to faulty firing. Once released, the stapler was completely misfired with division of the stomach, but no actual staples being fired. Upon inspection, vessels were completely open and bleeding. Md elected to place stay sutures instead of staples. Md attempted closure of stomach with 3 green loads w/o success. No patient harm. Diagnosis or reason for use: obesity.